Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was receiving alarms from the controller that both 14 volt lithium ion batteries were low even though they were fully charged. There were no issues with alarms when the patient was connected to wall power. The patient was instructed to change to new battery clips. The batteries and clips were exchanged and the alarms did not resolve. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected low voltage alarm was confirmed with the returned system controller (serial #(B)(6)). The system controller was connected to laboratory equipment and an unexpected replace power/yellow diamond/low voltage alarms were reproduced when the white power cable was manipulated near the damaged section. Electrical testing confirmed a shorted condition between the positive and negative underlying wires that resulted in the unexpected alarms. The damage section of the white power cable was delayered for visual inspection; however, the breached insulation on the underlying wires related to the shorted condition was unable to be located visually. The log file retrieved from the returned device captured transient voltage values consistent with the evaluation. The change in voltage values, prior to and post the alarm event, were too quick to indicate an expected power exchange was being performed or the 14v batteries were depleting. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.